Manufacturer narrative:
Product ID: 8709, lot# l69916, implanted: (B)(6) 1999, product type: catheter. (B)(4).

Event description:
It was reported that the patient's pump was alarming due to an empty pump reservoir. It was stated that the patient had recently changed to a new physician for refills. The next day, it was reported that the patient had increased pain. Interrogation of his pump showed that it had been alarming since (B)(6). At the time of report, the patient's pump had been refilled and he was doing "well". The drugs used in this system were morphine, clonidine, and baclofen. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.